Event description:
The ngenius tibia tracker was returned to stryker instruments (B)(4) for service, and during functional evaluation it was noted that the interface of the device was not rigid. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the tracker was not locking firmly onto the adapter was duplicated and confirmed by the service technician. During the visual inspection, it was found that the tracker interface was loose and that the blue cap was also loose. The device was discarded by the manufacturer following evaluation.

Event description:
The ngenius tibia tracker was returned to stryker instruments freiburg for service, and during functional evaluation it was noted that the interface of the device was not rigid. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.